Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elements: fns antirotation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to pain. Originally, the patient underwent for a surgery with fns implants on (B)(6) 2021. On (B)(6) 2021, the patient was reported pain and scheduled for revision surgery. In the revision, after the anti-rotation screw was removed, when the surgeon tried to remove the locking screw with an extraction screwdriver, the screwdriver broke, and the fragment was remained in the screw head. The revision surgery was completed successfully within 30minutes delay. No further information is available. This complaint involves (4) devices. This report is for (1) unk - nail head elements: fns antirotation. This report is 3 of 4 for (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.